Manufacturer narrative:
(B)(4). The analysis found that one psee60a device was returned with no apparent damage and with one ecr60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the lobectomy surgery,after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. The surgeon removed the battery and rotated for 180 degree and reinserted the battery, and noted the battery was abnormal heated. After a while, the blade returned back automatically. There were no adverse consequences to the patient. No additional information can be provided.